Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The photo review is currently underway review.

Event description:
It was reported that post placement of a localization wire, an artifact allegedly was found on MRI imaging. Reportedly, the patient went to the or to remove the localization wire. It was further reported that there was no any additional intervention was required. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: complaint history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: five sealed ghiatas lot samples were returned for evaluation and one mr image was provided for review. The returned samples could not be functionally evaluated as the conditions of use could not be replicated (i.e. Mr imaging with parameters used during procedure). Per the image review performed by healthcare provider, an artifact was identified in the mr image provided. As such, the investigation is confirmed for the reported artifact. Per the ghiatas instructions for use, "non-clinical testing has demonstrated that the mr ghiatas® localization wire is mr conditional. It can be scanned safely under the following conditions: static magnetic field of 3-tesla or less spatial gradient field of 720-gauss/cm or less in non-clinical testing, the mr ghiatas® localization wire product codes produced a temperature rise of less than +0.9°c at a maximum mr system reported whole body averaged specific body absorption rate (sar) of 3-w/kg of 15-minutes of mr scanning in a 3-tesla, signa mr system (excite platform; g3.0-052b software, ge healthcare, milwaukee, wi). Mr image quality may be compromised if the area of interest is in the exact same area or relatively close to the position of the mr ghiatas® localization wire. Therefore, it may be necessary to optimize mr imaging parameters for the presence of this metallic implant." As such, it is possible that imaging parameters contributed to the reported artifact. However, the definitive root cause could not be determined based upon available information. Per the image review, it is also possible that the implanted biopsy clip contributed to the reported artifact. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that post placement of a localization wire, an artifact allegedly was found on MRI imaging. Reportedly, the patient went to the operating room to remove the localization wire. It was further reported that there was no any additional intervention was required. The current patient status is unknown.